Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -08.50 diopter, was noted to have dirt on it. The lens was not implanted. The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: the DHR review indicated that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptic bent, with debris throughout the lens. Claim # (B)(4).